Manufacturer narrative:
D2b: nhl, pjs. Correction to the initial MDR in blocks a6, b5, and h6. The returned ipg was analyzed and revealed it could not be charged despite multiple charging attempts, and communication could not be established with a known good remote control or clinician programmer. Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage or high current transient sources and was most likely an unintended use error that caused or contributed to the event. A product labeling review was performed and did not reveal any anomalies as it states that electrocautery may turn stimulation off, cause permanent damage to the stimulator or may cause injury to the patient. Electrocautery probes must be kept a minimum of 1 inch away from the implanted device. If this procedure is required by medical necessity, the procedure should be performed as far from the implanted components as possible. Stimulator function should be confirmed after the procedure. Ultimately, however, the stimulator my require explantation because of damage to the device or patient harm. Additionally, a loss of adequate stimulation and hemiballism (uncontrollable involuntary movements of limb or limbs on one or both sides of the body) is a known risk with the use of deep brain stimulation.

Event description:
It was reported that following a lead revision procedure (previously reported in report (B)(4) the deep brain stimulation (dbs) patient implantable pulse generator (ipg) did not respond to the remote control. Several charging sessions were performed and charging reeducation was provided; however, the issue persisted, and the ipg could not be charged. As a result, the patient experienced a loss of stimulation, leading to the return of tremor symptoms. The patient subsequently underwent another revision procedure during which the ipg was replaced. The patient was reported to be doing well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patients implantable pulse generator (ipg) was not responding to the remote control after multiple charges. The patient experienced a loss of stimulation which caused the return of tremor symptoms. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patients implantable pulse generator (ipg) was not responding to the remote control after multiple charges. The patient experienced a loss of stimulation which caused the return of tremor symptoms. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed and revealed it could not be charged despite multiple charging attempts, and communication could not be established with a known good remote control or clinician programmer. Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage or high current transient sources and was most likely an unintended use error that caused or contributed to the event. A product labeling review was performed and did not reveal any anomalies as it states that electrocautery may turn stimulation off, cause permanent damage to the stimulator or may cause injury to the patient. Electrocautery probes must be kept a minimum of 1 inch away from the implanted device. If this procedure is required by medical necessity, the procedure should be performed as far from the implanted components as possible. Stimulator function should be confirmed after the procedure. Ultimately, however, the stimulator my require explantation because of damage to the device or patient harm. Additionally, a loss of adequate stimulation and hemiballism (uncontrollable involuntary movements of limb or limbs on one or both sides of the body) is a known risk with the use of deep brain stimulation.